Event description:
The customer reported that after using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes were found to be unusable after centrifugation because the serum was completely solidified (clotted). No adverse impact was reported regarding the patients or users.

Manufacturer narrative:
The following field was corrected: d4: medical device expiration date: 09/30/2026 investigation summary: bd received photos for investigation. Evaluation of the three photos indicated an upside-down tube and clotted blood. Additionally, evaluation of retained samples and a review of the device history record found no issues relating to the reported defect. A total of 100 retained samples were inspected, and none were identified with insufficient additive. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sample quality. Complaints for sample quality are under statistical control for the month of november 2025. At this time, further testing is not indicated. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that after using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes were found to be unusable after centrifugation because the serum was completely solidified (clotted). No adverse impact was reported regarding the patients or users.